Manufacturer narrative:
Product analysis: as found condition: the apollo micro catheter was returned for analysis within a shipping box and within two sealed plastic pouches. Visual inspection/damage location details: no damages were found with the apollo hub. Onyx residue was found within the apollo hub. No damages or irregularities were found with the apollo micro catheter body. The detachable distal tip was already detached and not returned for analysis. Testing/analysis: the apollo total length was measured to be approximately 170.2cm, the usable length was measured to be approximately 164.2cm which is within specification (specification 165.0cm ± 2.5cm). The apollo micro catheter was flushed and found to be occluded. An in-house 0.010¿ mandrel was inserted into the apollo micro catheter and became stuck within the hub when inserted proximally, and at the distal tip when inserted distally. The catheter was cut, and onyx was found within the catheter. The ldpe coupling tube overlap length was measured to be approximately 1.5mm which is within specification (specifications: 1.0mm - 2.5mm). Onyx was found within the ldpe coupling tube and within the distal end of the apollo micro catheter. The inner diameter of the apollo catheter cannot be measured due to the occlusion. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter occlusion¿ was confirmed. It is likely the onyx became exposed to water, saline or blood causing the onyx to solidify and caused the occlusion. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. Customer reported devices were prepared per IFU, dead space was filled with dmso, no pause during injection, injection was continuous. And the occlusion occurred early during the injection. The tip was already detached; however, the cause could not be determined. There is no evidence suggesting that the apollo micro catheter was defective. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an apollo catheter was occluded with onyx. During an arteriovenous malformation embolization procedure there was an early obstruction of the apollo micro catheter. The apollo blocked at the start of onyx injection. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU. The patient was undergoing arteriovenous malformation embolization. No symptoms were reported. Additional information received reported the dead space of the delivery catheter was filled with dmso. There was no friction or other difficulty during flushing or injection. There was no pause during injection; injection was continuous. There was only one injection before the obstruction was noted and this occurred early in the process. There was no kink or other damage to the catheter. There was no onyx reflux noted.